Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service call: inspected pumps, probe, syringes, tubing and fittings, wash station and port dispenses. The cse inspected and cleaned the luminometer. The cse did not find a hardware issue. The cse ran 30 replicates of multi diluent and quality controls, and the system was operational. A siemens headquarter support center (hsc) specialist reviewed the event. Hsc determined preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false tni-ultra result, preanalytic factors leading to fibrin interference as the causative agent, cannot be ruled out. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on the advia centaur cp instrument. The result was not reported to the physician(s), as the customer repeats all samples greater than 0.15 ng/ml. The sample was repeated on an alternate instrument and on the original instrument, both resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.